Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified particulate matter embedded inside the tip of the devices housing. Scanning electron microscopy and energy dispersive x-ray spectrometry showed that the particulate matter was iron oxide. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned coseal premix 8 ml, particulate matter embedded into coseal matrix inside the tip of the housing was identified. There was no patient involvement. No additional information is available.